Event description:
It was reported that a 60-year-old caucasian female patient underwent a breast augmentation surgery with 150cc mentor siltex round moderate profile saline breast implants. Post-operatively, the patient experienced a deflation of her right breast prosthesis as well as ptosis of the left breast, which was confirmed during a physical exam. The patient also reported experiencing flu and dehydration following the deflation of her implant. As a result, the patient underwent removal and replacement with unspecified 150cc mentor saline breast implants on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2022-15514 for the contralateral event.

Manufacturer narrative:
The device was returned to mentor for evaluation. Mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).